Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 5 mg/ml for a total dose of 1.4019 and unknown morphine 20 mg/ml for a total dose of 5.608 via an implantable pump for non-malignant pain. It was reported patient alleged the pump was alarming or beeping. It was stated patient moved in (B)(6) 2016 and has not been able to find a healthcare professional (hcp) to refill her pump, and currently does not have a hcp. It was stated the patient started hearing the pump beep last night ((B)(6) 2016). It was noted the sound was consistent with synchrod med alarms. It was noted patient heard a single toned beep and mentioned the following possible alarm event: patient missed scheduled refill. It was stated the patient was due for a refill on (B)(6) 2016 and the low reservoir alarm was set at 1 ml. On (B)(6) 2016 the patient mentioned the area around the pump was "hurting so bad and was painful." Patient stated it hurt to take a breath, and stated patient has not had any falls or traumas. These symptoms started today ((B)(6) 2016). It was reviewed based on the information provided the pump would reach empty reservoir anytime now and the possibility the pain could be related to the pump volume reaching a point where it is no longer therapeutic. Patient was to follow up with hcp, and was redirected to primary care provider (pcp) to have the area around the pump checked out to rule out any other issues. Hcp listing were provided, but it was reviewed it was unlikely the patient would be able to get a refill on such short notice, especially so close to the holiday weekend. Patient was encouraged to reach out to old hcp to see if they could do the refill. It was noted patient could not go back to old hcp. Patient was encouraged to seek medical attention as she saw fit to address any withdrawal symptoms. It was reviewed the emergency room (ER) would be unlikely to manage/refill the pump. It was noted patient knew of a local hospital that could manage the pump. It was noted as a sudden change in symptoms/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.